Event description:
When the ambulance crew arrived on-scene, the local fire department had connected their device to the patient using quik-combo pacing/defibrillation/ECG electrodes. The ambulance crew's device was connected to the patient using the ECG trunk cable and 4 lead wire set and the patient's ECG was acquired. The patient was transferred to the ambulance and the fire department disconnected their device from the patient, leaving the quik-combo pacing/defibrillation/ECG electrodes attached to the patient, which were connected to the ambulance crew's device. En route to the hospital, the ambulance crew's device reportedly gave repeated connect electrodes messages when external pacing was attempted. The patient's outcome and details were not reported.